Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back with the leads targeting the cluneal nerve. On (B)(6) 2025 a surgical revision was performed due to reported connectivity issues. The original ipg was removed from the existing pocket through the original surgical incision. That same incision site was used to place a new ipg in a more lateral and superficial location on the patient's back. (See MDR 3015425075-2025-00283). After replacing the ipg, the surgical incision site failed to heal as expected and an infection developed at the site. Antibiotics were administered however were not successful in eliminating the signs of infection. On (B)(6) 2025 a full system explant was performed.

Manufacturer narrative:
Patient reports being compliant with all post-implant wound care instructions and there are no known pre-existing health conditions that are likely to have contributed to failure to heal. There are no lab cultures that have been shared with the firm to confirm presence or type of infection.